Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device lodged completely in fallopian tube and had to remove a piece"), fallopian tube perforation ("perforation (fallopian tube(s)),"), embedded device ("malposition of essure device location of device: embedded in lower fallopian tube/ migration of essure device location of device: lower fallopian tube"), pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine myoma. Concomitant products included milnacipran hydrochloride (savella). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood altered ("mood changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and abdominal pain lower ("lower abdominal pain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches") and constipation ("constipation."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain ("chronic pain all over"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fibromyalgia ("fibromyalgia") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) and underwent a myomectomy for the removal of her essure device, surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine and pain outcome was unknown and the fallopian tube perforation, embedded device, genital haemorrhage, hot flush, mood altered, female sexual dysfunction, fibromyalgia, headache, dyspareunia, constipation, vaginal haemorrhage, abdominal pain lower and groin pain had not resolved. The reporter considered abdominal pain lower, back pain, constipation, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device lodged completely in fallopian tube and had to remove a piece'), fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('embedded in lower fallopian tube/ migration of essure device location of device: lower fallopian tube'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and endometriosis. Concurrent conditions included uterine myoma, diarrhea, excessive menstruation, inappropriate diet, anemia, iron deficiency, chest tightness, urinary frequency, painful urination, strangury, urgency urination, suprapubic pain, frequency urinary, infectious mononucleosis, myalgia, myositis, asthenia, lethargy, tiredness, rhinitis, vaginal discharge, lower urinary tract infection, spasm muscle, tingling, back pain, numbness, candida vaginal, bacterial vaginosis, contusion, muscle pain, hallux rigidus, joint pain, sore throat, fibromyalgia syndrome, facial pain, shoulder pain, pain neck, pain in jaw, swelling nos, salivary gland swelling, mixed hyperlipidemia, neck mass, rash, erythema, pruritus, lymphadenopathy, ringworm nos and osteoarthritis. Concomitant products included milnacipran hydrochloride (savella). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood altered ("mood changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and abdominal pain lower ("lower abdominal pain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches") and constipation ("constipation."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain ("chronic pain all over"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fibromyalgia ("fibromyalgia") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) and underwent a myomectomy for the removal of her essure device, surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine and pain outcome was unknown and the fallopian tube perforation, embedded device, genital haemorrhage, hot flush, mood altered, female sexual dysfunction, fibromyalgia, headache, dyspareunia, constipation, vaginal haemorrhage, abdominal pain lower and groin pain had not resolved. The reporter considered abdominal pain lower, back pain, constipation, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.essure coils were noted in both fallopian tubes. Here was no extra-uterine spill noted.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vaginal haemorrhage, constipation, lot number: 627757, manufacturing date: 2008/08, expiration date: 2010/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device lodged completely in fallopian tube and had to remove a piece'), fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('embedded in lower fallopian tube/ migration of essure device location of device: lower fallopian tube'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 36-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and endometriosis. Concurrent conditions included uterine myoma, diarrhea, excessive menstruation, inappropriate diet, anemia, iron deficiency, chest tightness, urinary frequency, painful urination, strangury, urgency urination, suprapubic pain, frequency urinary, infectious mononucleosis, myalgia, myositis, asthenia, lethargy, tiredness, rhinitis, vaginal discharge, lower urinary tract infection, spasm muscle, tingling, back pain, numbness, candida vaginal, bacterial vaginosis, contusion, muscle pain, hallux rigidus, joint pain, sore throat, fibromyalgia syndrome, facial pain, shoulder pain, pain neck, pain in jaw, swelling nos, salivary gland swelling, mixed hyperlipidemia, neck mass, rash, erythema, pruritus, lymphadenopathy, ringworm nos and osteoarthritis. Concomitant products included milnacipran hydrochloride (savella). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood altered ("mood changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and abdominal pain lower ("lower abdominal pain"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches") and constipation ("constipation."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain ("chronic pain all over"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fibromyalgia ("fibromyalgia") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) and underwent a myomectomy for the removal of her essure device, surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine and pain outcome was unknown and the fallopian tube perforation, embedded device, genital haemorrhage, hot flush, mood altered, female sexual dysfunction, fibromyalgia, headache, dyspareunia, constipation, vaginal haemorrhage, abdominal pain lower and groin pain had not resolved. The reporter considered abdominal pain lower, back pain, constipation, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure coils were noted in both fallopian tubes. Here was no extra-uterine spill noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vaginal haemorrhage, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Lot number was added. Concomitant and historical conditions were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device lodged completely in fallopian tube and had to remove a piece'), fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('embedded in lower fallopian tube/ migration of essure device location of device: lower fallopian tube') and pelvic pain ('pelvic pain / physical pain') in a 36-year-old female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in 2005, cervical cone biopsy in 1999, hemorrhoids, endometriosis, tubal ligation, bloating, appetite disorder nos, nausea, abdominal pain, flank pain, fatigue, nasal congestion, cytopenia, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, pharyngitis, vulvodynia, muscle weakness, edema, sialadenitis, neck mass, chest pressure and viral syndrome. Previously administered products included for an unreported indication: motrin. Concurrent conditions included uterine myoma, diarrhea, excessive menstruation, inappropriate diet, anemia, iron deficiency, chest tightness, urinary frequency, painful urination, strangury, urgency urination, suprapubic pain, frequency urinary, infectious mononucleosis, myalgia, myositis, asthenia, lethargy, tiredness, rhinitis, vaginal discharge, lower urinary tract infection, spasm muscle, tingling, back pain, numbness, candida vaginal, bacterial vaginosis, contusion, muscle pain, hallux rigidus, joint pain, sore throat, fibromyalgia syndrome, facial pain, shoulder pain, pain neck, pain in jaw, swelling nos, salivary gland swelling, mixed hyperlipidemia, neck mass, rash, erythema, pruritus, lymphadenopathy, ringworm nos and osteoarthritis. Concomitant products included amitriptyline, amoxicillin;clavulanic acid (augmentin), atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), diclofenac sodium;misoprostol (arthrotec), diphenhydramine hydrochloride;pseudoephedrine hydrochloride (tekral), fluconazole (diflucan), ibuprofen, ipratropium bromide;salbutamol sulfate (duoneb), macrogol 3350 (miralax), meloxicam, milnacipran hydrochloride (savella), mometasone furoate (flonase), nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), salbutamol sulfate (proair hfa), sulfamethoxazole;trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6) 2009, the patient had essure inserted. In february 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood altered ("mood changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish") and anaemia ("anemia"), 1 month after insertion of essure. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches") and constipation ("constipation."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain ("chronic pain all over"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fibromyalgia ("fibromyalgia") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) and underwent a myomectomy for the removal of her essure device, surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine, pain, urinary tract infection, vaginal infection, depression, anxiety and anaemia outcome was unknown, the fallopian tube perforation, embedded device, genital haemorrhage, hot flush, mood altered, female sexual dysfunction, fibromyalgia, headache, dyspareunia, constipation, vaginal haemorrhage, abdominal pain lower and groin pain had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, back pain, constipation, depression, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, pain, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure removal date as (B)(6) 2018 and (B)(6) 2013. Lot number: 627757 manufacturing date: 2008/08 expiration date: 2010/08. The hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date jan-2009 to may-2009 to prevent pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure coils were noted in both fallopian tubes. Here was no extra-uterine spill noted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: all information was transferred from deleted case number (B)(4) (duplicate case). References, source document, reporters, medical history, concomitant drugs, events (uti, vaginal infection, depression, mental anguish, anemia), rcc comments were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine myoma. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), menorrhagia ("heavy menstrual cycles"), dysmenorrhoea ("painful menstrual cycles"), migraine ("migraine headaches") and pain ("chronic pain all over"). The patient was treated with surgery (underwent a myomectomy for the removal of her essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine and pain outcome was unknown. The reporter considered back pain, dysfunctional uterine bleeding, dysmenorrhoea, menorrhagia, migraine, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device lodged completely in fallopian tube and had to remove a piece'), fallopian tube perforation ('perforation (fallopian tube(s))'), embedded device ('embedded in lower fallopian tube/ migration of essure device location of device: lower fallopian tube') and pelvic pain ('pelvic pain / physical pain') in a (B)(6) female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair in 2005, cervical cone biopsy in 1999, hemorrhoids, endometriosis, tubal ligation, bloating, appetite disorder, nausea, abdominal pain, flank pain, fatigue, nasal congestion, cytopenia, cough, swallowing difficult, hoarseness, postnasal drip, rhinorrhea, sneezing, pharyngitis, vulvodynia, muscle weakness, edema, sialadenitis, neck mass, chest pressure and viral syndrome. Previously administered products included for an unreported indication: motrin. Concurrent conditions included uterine myoma, diarrhea, excessive menstruation, inappropriate diet, anemia, iron deficiency, chest tightness, urinary frequency, painful urination, strangury, urgency urination, suprapubic pain, frequency urinary, infectious mononucleosis, myalgia, myositis, asthenia, lethargy, tiredness, rhinitis, vaginal discharge, lower urinary tract infection, spasm muscle, tingling, back pain, numbness, candida vaginal, bacterial vaginosis, contusion, muscle pain, hallux rigidus, joint pain, sore throat, fibromyalgia syndrome, facial pain, shoulder pain, pain neck, pain in jaw, swelling nos, salivary gland swelling, mixed hyperlipidemia, neck mass, rash, erythema, pruritus, lymphadenopathy, ringworm nos and osteoarthritis. Concomitant products included amitriptyline, amoxicillin;clavulanic acid (augmentin), atorvastatin calcium, ciprofloxacin hydrochloride (ciprofloxacin hcl), diclofenac sodium;misoprostol (arthrotec), diphenhydramine hydrochloride;pseudoephedrine hydrochloride (tekral), fluconazole (diflucan), ibuprofen, ipratropium bromide;salbutamol sulfate (duoneb), macrogol 3350 (miralax), meloxicam, milnacipran hydrochloride (savella), mometasone furoate (flonase), nsaids, paracetamol (acetaminophen), phenazopyridine hydrochloride (pyridium), pregabalin (lyrica), salbutamol sulfate (proair hfa), sulfamethoxazole;trimethoprim (bactrim) and tramadol hydrochloride (tramadol hcl). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual cycles/abnormal bleeding (menorrhagia),"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), hot flush ("hot flashes"), mood altered ("mood changes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish") and anaemia ("anemia"), 1 month after insertion of essure. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), migraine ("migraine"), headache ("headaches") and constipation ("constipation."). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("back pain"), pain ("chronic pain all over"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fibromyalgia ("fibromyalgia"), groin pain ("groin pain"), dermatitis allergic ("allergy : rash / skin condition"), bladder disorder ("bladder/ urinary problems changes") and urinary tract disorder ("bladder/ urinary problems changes"). The patient was treated with surgery (surgical removal of coil(s) and underwent a myomectomy for the removal of her essure device, surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, dysfunctional uterine bleeding, back pain, menorrhagia, dysmenorrhoea, migraine, pain, urinary tract infection, vaginal infection, depression, anxiety, anaemia, dermatitis allergic, bladder disorder and urinary tract disorder outcome was unknown, the fallopian tube perforation, embedded device, genital haemorrhage, hot flush, mood altered, female sexual dysfunction, fibromyalgia, headache, dyspareunia, constipation, vaginal haemorrhage, abdominal pain lower and groin pain had not resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, anaemia, anxiety, back pain, bladder disorder, constipation, depression, dermatitis allergic, device breakage, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, fibromyalgia, genital haemorrhage, groin pain, headache, hot flush, menorrhagia, migraine, mood altered, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure removal date as (B)(6) 2018 and (B)(6) 2013. Lot number: 627757 manufacturing date: 2008/08 expiration date: 2010/08. The hysteroscope was placed, and the right ostia was identified, and the essure coil was placed into the tube and released. A photograph was taken. Once the left tube was identified, the same procedure was carried out on the left. The plaintiff had used condoms from date (B)(6) 2009 to (B)(6) 2009 to prevent pregnancy. Patient received treatment for pain, bleeding, allergy , bladder/ urinary problems changes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.essure coils were noted in both fallopian tubes. Here was no extra-uterine spill noted.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received events "uti, bladder/ urinary problems changes" were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.